Event description:
It was reported that during an unknown surgery that the adjustment pin of the drill guide broke. The pin could not be found, but a replacement device was available to complete the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned adjustable drill guide was confirmed to have the pin missing from the internal adjustable shaft (the pin was never submitted). Material analysis of the inner shaft of similar complaints revealed that a weld zone with lack of fusion was confirmed. The manufacturing files were reviewed and some items were identified not related to functionality and no anomalies were reported. Furthermore, the manufacturing records review did not reveal any relevant manufacturing issues to the reported event. Conclusion: the pin likely became disconnected due to the lack of fusion around the pin. However, not enough information was provided in order to determine the actual cause of the reported event.

Event description:
It was reported that during an unknown surgery that the adjustment pin of the drill guide broke. The pin could not be found, but a replacement device was available to complete the surgery.

Manufacturer narrative:
The previous investigation had an error in the conclusion. The revised investigation determined the previous manufacturing deficiency conclusion was not accurate.method: device history review, complaint history review, risk assessment.results: the customer event of the locking bolt fracture of an oasys adjustable drill guide was confirmed via visual inspection. The returned drill guide had the pin missing from the internal adjustable shaft. Material analysis of the inner shaft of similar complaints revealed the presence of a weld zone. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that during an unknown surgery that the adjustment pin of the drill guide broke. The pin could not be found, but a replacement device was available to complete the surgery.